Manufacturer narrative:
Sections with additional information as of 22-apr-2026: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Evaluation in progress. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 12-mar-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer also reported that he had eye surgery (at the initial call customer had reported recently he accidentally hit his eyes at work and it cause his vision to be blurry).

Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 220 mg/dl fasting. The customer stated his expected fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 09/30/2026 and customer could not recall the open vial date. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.